Event description:
Boston scientific received information that post implant, this right atrial (ra) lead exhibited increased threshold measurements with no capture at maximum outputs. Pacing impedance measurements and sensing measurements were stable. It was determined this lead had perforated and an invasive procedure was performed. A pericardial centesis was performed and a pericardial drain was introduced. The lead was then successfully repositioned. The following day device interrogation revealed acceptable ra lead measurements. The pericardial drain was successfully removed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.